Event description:
It was reported that the collimator on the 9900 system closed down and the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced during the service call. The system was tested and found to be working as intended and put back into service.